Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The instrument was tested and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions, and the grip tips opened and closed properly. It also passed the energy delivery test. The instrument was fully functional, and no product issues were identified. The instrument was found to have one severely bent grip, causing misalignment of the grips with a 1.42 mm offset at the tips. No cracking damage was observed on the grips, and components adjacent to the bent grip did not show any damage. The instrument was also found to have retracted conductor wire insulation at the yaw pulley. No material was missing, but the conductor wires were exposed. The wires were not torn or completely broken. The instrument passed the electrical continuity test, and no signs of thermal damage were observed. Components adjacent to the damaged wire insulation did not show any damage. The complaint was confirmed by failure analysis. The probable root cause of customer reported complaint cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The probable root cause of damaged insulation conductor wire is attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with urinary diversion) surgical procedure, the fenestrated bipolar forceps instrument stopped coagulating. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was not observed during the prior procedure.